Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30407451m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) with history of hypertension, dyslipidemia, and dual chamber permanent pacemaker (ppm), underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Pre-procedure, no pericardial effusion was observed. Ablation was done successfully and there were no abnormal issues throughout the case. Prior to ablation being started, the patient¿s heparin drip was initiated, and the patient had a hypotensive response. They checked for a pericardial effusion via ultrasound and there was no pericardial effusion noted. The heparin was turned off. Then twenty minutes after the heparin was turned off, the patient was checked again for a pericardial effusion via ultrasound and there was no effusion noted. The procedure continued. After ablation, they did a post ultrasound and it was noted that the patient had a pericardial effusion. A pericardiocentesis was done to remove a total of 150 cc of fluid. The patient was reported in stable condition after pericardial drainage and was admitted for overnight observation. The patient had little drainage overnight and was able to have the pigtail drain removed the following day after the procedure and had fully recovered. Extended hospitalization was not required. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was performed with a baylis 98 transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set between 8-15 ml/min. The force visualization features used included graph, vector and visitag. The parameters for stability used with the visitag module were 3mm, 3 sec., 25% fot, 3g force, tag size ¿ 3. The color option used prospectively was impedence drop of 5 to 10 ohms. No biosense webster product malfunctions nor error messages were reported. Since the event is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.